Event description:
It was reported that a homechoice device experienced a system error 2267 (air in set/line). The patient was connected at the time of the alarm. This occurred during the last dwell cycle of peritoneal dialysis therapy. The patient ended therapy and stated that they would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.